Event description:
It was reported that when using the bd pyxis¿ es server, the system did not allow users to log in for medication access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was full and failed to login. The technical support specialist (tss) identified that the backup jobs were not running, and the e logs were populated without any purge process. Tss advised the user to reboot the server on regular routine to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.